Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that both c1 screws are broken. It appears that they sheared off just under the head.

Manufacturer narrative:
Method: risk assessment. Results: the oasys polyaxial screw smooth shank was confirmed to have a tulip disengagement that can be seen in the provided x-rays. Additional documents were received indicating that the invoice for the revision surgery did not include a new occipital fixation device; it is therefore likely that the plate was not replaced. Without the returned product and the identified lot number, a likely root cause could not be determined for the reported event. Conclusion: because the device has not been returned the exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that both c1 screws are broken. It appears that they sheared off just under the head.